Manufacturer narrative:
The report event of high impedance was not confirmed. Both returned flex extension leads were complete but (cut into two pieces) with no visual anomaly. Both extensions passed electrical testing. No root cause was identified for reported event. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15545. It was reported that the patient could not enter MRI mode due to high impedances. As a result, the physician explanted and replaced the patient's extensions. Surgical intervention resolved the issue. It is unknown which product was displaying high impedances so both are being reported on.